Event description:
It was reported to covidien that the unit was giving low readings. There was no patient harm reported.

Manufacturer narrative:
A different symptom was found and isolated to th ui (user interface) board. (B)(4).